Manufacturer narrative:
Device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the haptic deformed. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
A4: unk . A5: unk. A6: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -08.00/+2.0/092 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2024. The lens was explanted later that same day due to excessive vaulting. The lens was replaced with another same model/length lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.